Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) and right atrial (ra) noise. It was noted that the noise had the appearance of minute ventilation (mv)/respiratory sensor signals. No pacing inhibition was observed and the device sensed appropriately. No out of range impedance measurements were observed. No actions or interventions were planned. No adverse patient effects were reported. The device remains in service.